Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent low glucose events while using the ilet system, and review of usage revealed missed meal announcements with high-carbohydrate intake, which led the pump algorithm to increase insulin delivery inappropriately. Symptoms included dizziness, lightheadedness, thirst during low glucose, and a sensation of head pressure during high glucose. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included user interview and education on proper meal announcement and carbohydrate entry, along with guidance to use oral glucose for hypoglycemia treatment. Investigation of this case revealed that the device functioned as designed and that user error, specifically missed meal announcements, contributed to both hypoglycemia and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user error related to inadequate meal announcement and not a device malfunction.